Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt (age & gender unk) that vital signs were absent via the electrode pads. The associated defibrillator displayed an "analysis halted" message. The clinicians then shaved the pt's chest and re-applied the electrodes and received an "analysis halted" message. A second set of electrode pads were then applied and analysis was successful and resulted in a shock being delivered. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.